Manufacturer narrative:
Findings: pump was received with blank display due to corroded electronic assembly. Unable to verify battery out limit alarm or button/keypad unresponsive due to blank display. Moisture damage found on keypad traces and motor. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the device esc and act button are not responding for her to clear the battery out limit alert. The customer stated that she doesn't recall any significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.